Manufacturer narrative:
Pump received with missing segments/partial display due to cracked liquid crystal display zebra connector.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was 144 mg/dl. The customer was not assisted with troubleshooting. Customer reports insulin pump had line across the display when it was blank, but when the menu comes up the lines disappear and there were blank spaces. The device will be return for analysis.